Manufacturer narrative:
The evoke closed loop stimulator (cls) remains implanted. The root cause of the rotation of the cls resulting in pain at the implant site, is not able to be definitively determined. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿persistent post-surgical pain at hardware implantation sites,¿ and ¿cls migration, which may result in pain.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The physician's evaluation identified that the evoke cls was rotated in the implant site. A revision procedure was performed to reposition the evoke cls.